Event description:
A hospital in the (B)(6) reported that an rt340 adult breathing circuit had a tear in the expiratory limb which caused the ventilator to alarm. It was further reported that the tear was caused by the nurse pulling the circuit out of the clamp. No patient consequence was reported.

Manufacturer narrative:
The complaint rt340 evaqua breathing circuit is scheduled to return to fisher & paykel healthcare (B)(4) but has not yet arrived. A follow-up report will be provided upon completion of our investigation.